Event description:
It was reported that a balloon rupture occurred. The 90% in-stent restenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 10 x 3.00 flextome¿ cutting balloon¿ was selected and advanced for dilatation. During inflation, a balloon rupture was noted. The physician suspected this may have occurred when crossing the calcified lesion initially. The balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole at the distal end of the proximal balloon. No kinks or damage were identified along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).